Event description:
It was reported that the doctor noticed a scratch on the lens after inserted in the patient's eye. The intraocular lens (iol) was inserted and removed from the eye on (B)(6) 2012 and replaced with another lens of the same model. The incision was enlarged to remove the iol. A suture was used. In addition, it was stated that there was a folding/unfolding issue. No patient injury was reported.

Manufacturer narrative:
(B)(4): enlarged incision. Evaluation of the iol revealed that it folded properly per the directions for use. There was evidence of opthalmic viscosurgical device on the lens that is consistent with a lens that has been handled and prepared for use. In addition, there was a scratch observed on the posterior surface of the optic, which appears to be caused during handling. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.